Event description:
It was reported that this patient was in the emergency room due to experiencing a shock. A review of this device report found that this patient does not have an atrial lead for sensing, however based on the variable rhythm it appears that the device delivered both anti-tachycardia pacing and five shocks for atrial fibrillation with rapid ventricular response. The device settings were reported as appropriate. This patient also experienced this same inappropriate therapy last year. The device remains in-service. No adverse patient effects were reported.